Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that the confirmed the reported issue. Fse reinstalled a complete backup image, tested with several restarts and system switching off. Fse checked the x-ray, radiography and the printing of the dose report. Review of the system log files showed ¿malfunctioning frontal ip-pc¿, starting at 12:38:00. After reinstallation of a complete backup image, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that a windows error appeared and the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint.